Manufacturer narrative:
Date sent: 7/31/08. The complaint could not be confirmed because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted.